Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the patient received a shock for fast ventricular response to atrial fibrillation (af). The rhythm was terminated but t-wave oversensing (twos) was seen. The ventricular tachycardia (vt) zone was increased. The device was explanted and replaced due to elective replacement indicator (eri). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.